Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: customer says the balloon goes up one side but not the other. The balloon did not inflate completely and because of this, the catheter leaks out. Patient current condition is fine. Reference MDR#1044475-2011-00064.